Event description:
It was reported at implant attempt, the helix could not be extended. Trying again, the physician needed to rotate the fixation tool 20 times before the helix would extend. The lead was not implanted and was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies were found; the full lead was returned and analyzed.